Event description:
A customer reported to beckman coulter inc., (bec) that they discovered a leak coming from the left side of their unicel dxi 800 access immunoassay system. The fluid was forming a pool around a mat. The customer noted a quick connector at the top of one of the waste containers was not properly attached. Customer states that they do have a hazardous spill procedure in the laboratory and personal protective equipment (ppe) was in use to clean up the spill. No injury was reported by the user.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse examined the instrument and noted the waste line tubing was cracked at the end. The fse repaired the tubing. The fse verified repairs per established procedures and the results met published performance specifications. Hardware is the root cause of this event. (B)(4).